Event description:
This unit experienced an aspiration failure during a phacoemulsification procedure. The handpiece was in the eye at the time this occurred and the chamber collapsed and ruptured, resulting in the need for the physician to perform an unplanned vitrectomy, there was no report of add'l pt injury.